Event description:
Information was received indicating that at the end of therapy, it was noted that a smiths medical cadd prizm vip pump was under infusing. The reporter indicated that the patient did not get her full infusion in the required 46-hour window. The reporter also indicated that per the registered nurse (rn) 50ml of fluid remained in the bag, the programming was also checked and noted to have been correct. No reports of alarms or beeps were noted. No patient consequences were reported. No adverse effects were reported.